Manufacturer narrative:
Screw of the insertion post could not be removed. The insertion post is massive damaged caused by user. The damage indicates the use of non-system tools. The screw was tightened in an undefined manner and the inner hex was turned round. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Screw of the insertion post could not be removed.